Event description:
The facility reported a colleague infusion pump connected to a patient allowed air through without alarming. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was patient involvement; however there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of 'allowed air through without alarming' was confirmed in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5.